Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned to manufacturer.

Event description:
The customer reported: "during monitoring rainbow parameters including sphb there were unexpected laboratory gap between sphb and blood test (cbc and agba thb) more than 5 g/dl to 3 different patients past few days. So masimo employee (am) participated in or to invest and apply rainbow sensor. Once sphb sensor applied by masimo employee (am), however, there was sphb gap more than 5 g/dl compare to blood test. As well as perfusion index also significantly lower than expected perfusion index according to the physician. Applied a new sensor and a new cable but still hemoglobin gap persists. Then replaced radical7 with the same sphb. Then sphb value changed from 7 g/dl to 13 g/dl which is more closer to the thb by blood test." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No issues were identified relating to measurement accuracy. The unit was determined to be fully functional.

Event description:
The customer reported: "during monitoring rainbow parameters including sphb there were unexpected laboratory gap between sphb and blood test (cbc and agba thb) more than 5 g/dl to 3 different patients past few days. So masimo employee (am) participated in or to invest and apply rainbow sensor. Once sphb sensor applied by masimo employee (am), however, there was sphb gap more than 5 g/dl compare to blood test. As well as perfusion index also significantly lower than expected perfusion index according to the physician. Applied a new sensor and a new cable but still hemoglobin gap persists. Then replaced radical7 with the same sphb. Then sphb value changed from 7 g/dl to 13 g/dl which is more closer to the thb by blood test." No consequences or impact to patient were reported.